Manufacturer narrative:
Analysis found that the customer's complaint has not been confirmed. The unit works normally. There were no deviations found. Latest software is present. The unit has been successfully tested according to service repair instructions. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that mainframe was not working. There was no patient impact.